Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
Complainant reports "after 12 hours the balloon bursts, a new one is inserted and also this one bursts. This has happened several times on different departments."